Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
It was reported the pump was previously removed because of infection. The reporter did not know the date the infection occurred or the date the device was removed. The type of medication being delivered via the device system was not provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that cultures were obtained intraoperatively; however, the results were not known. It was unknown if the issue was an infection or pressure necrosis. It was stated that the patient was doing well and stable from the event.